Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device not ready message played and triple chirps alarm occured. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.